Event description:
Customer reported with an issue of black liquid coming out the tip of the scope. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found the biopsy channel leaking, black residue exits the channel due to leakage from the channel cut. The customer reported issue was confirmed. In addition, cut on probe unit pink rubber was found and peeling on forceps cover glue was observed. Furthermore, the following findings were noted on the device upon inspection: switch camera found no function. Inlet loose on elevator channel w/f (water /flow) inlet unit. Fluid invasion on control body, scope connector. Play on control knob and missing name plate on scope cover. Based on evaluation findings, the customer reported issue was found to be due to biopsy channel leaking and black residue exits the channel due to leakage from the cut found on the channel. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut pink rubber on the probe unit and forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.